Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos of a device. The trocar tip is disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic laparoscopic assisted sigmoid colon resection procedure. Upon attaching the sharp white trocar to the anvil, it was noted that the trocar would not stay attached. Upon inspection it was noticed that the nub had been sheared off and as a result, would not stay attached to the anvil. The piece fell into the cavity of the patient but was retrieved. In order to resolve the issue and complete the case, a new circular stapler was opened. There was no patient harm.